Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not duplicate the reported complaint, however, review of the event logs confirmed the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to the safety assert signal test. There was no patient harm or serious injury reported as a result of this incident.